Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power sources. The pump battery later increased from 40% to 100%. The customer¿s blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.